Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported touch screen failure. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
Date rec'd from MFR: 10oct2019. It was reported that the touchscreen was replaced to address the reported issue. No patient information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.